Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source did not start up properly when was used with cv-190. There were no reports of patient harm.

Event description:
The issue was observed before a diagnostic esophagogastroduodenoscopy procedure. The procedure was completed without delay. The image was still clear and functional. The device was inspected before use.

Manufacturer narrative:
The report is being submitted for additional information that was received about the event. B3 and b5 were updated.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The customer reported was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.